Event description:
It was reported that high lead impedance on the sense/pace portion of the lead was observed. After adding a new lead, high lead impedance was still observed. Lead fracture was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.